Manufacturer narrative:
(B)(4). Cartridge sr75; lot u40d4p. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 36 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that one staple was malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria on firings. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open liver resection, ntlc75 stopped working after a few firings. After switching to a new one, the problem was solved. No harm on the patient.